Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device could not confirm the reported cracking, but did find scratches present. The investigation attributed the root cause to unintended user error and the need for corrective action was not indicated. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
It was reported that the plastic has cracked on the anterior side of the box. No surgical delay.